Event description:
It was reported that the patient went to the doctors with hypoglycemia. The patient's blood glucose levels reached 65 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with apple juice. The patient was also prescribed lantic (long acting insulin 14 units). The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.